Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report the insulin pump alarmed for sensor error and cal error. Blood glucose reading was 66 mg/dl. Troubleshooting was performed and the sensor was found to be retracted. Advised that the sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor failed per specification due to low readings.